Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the power supply which corrected the issue and the instrument is functioning properly. The cause of the smoke was due to a power supply failure.the instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
A customer reported smoke emitting from their advia centaur xp instrument. There were no reports of smoke inhalation or irritation. The customer unplugged the instrument. There were no indications of delay to patient sample testing. There are no known reports of patient intervention or adverse health consequences due to the smoke.